Manufacturer narrative:
Correction: describe event or problem. Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported smoke observed at the outlet was not directly observed during the investigation and could not be replicated during laboratory testing. However, external inspection corroborated the presence of thermal damage on the pcu power cord plug, which is consistent with the described event. According to the facilitys description, one of the plug prongs made contact with a loose chain hanging from the metal adapter of a flowmeter while the device was being connected to the wall outlet, resulting in a localized thermal event. External and internal inspections were performed on the suspect device and damage was observed on the plug, including burn marks and localized melting of the hot side of the power cord, and damage on the left pin. The inside of the device was free of fluid ingress and corrosion. Electrical safety testing was performed in accordance with iec 60601-1 requirements using an electrical safety analyzer (esa). Ground resistance testing yielded a measured value of 0.113, which complies with the specified acceptance criterion of 1.0 . In addition, ground current leakage testing of the suspect pcu demonstrated measured leakage currents well below the allowable limit of 300 across all tested configurations (normal/reverse polarity and open/closed conditions). Based on the inspection and test results, the device and associated power cord were determined to be compliant with applicable electrical safety specifications. A review of the pcu error logs, as well as the pcu battery log, showed no errors or malfunctions that were relevant to the customers complaint. A review of the pcu event log, prior to the reported event date, identified only one infusion programmed which occurred on march 28, 2026; at 1:35 am the unit was powered on and user turned down volume. At 1:36 am the unit was connected to ac power. At 1:39 am the pump module alarmed flo stop open. At 1:43 am the channel select key was pressed a guardrails IV fluid infusion was programmed with the following parameters: drug ID: 1 (ivf maintenance), rate: 50 ml/h and volume to be infused: 980 ml. Infusion started with a primary volume infused (pvi) of 0.0 ml. At 2:04 am the unit was disconnected from ac power. At 2:11 am the user paused the infusion with a pvi of 23.09 ml. At 2:19 am the unit was connected to ac power. At 2:20 am the user paused the infusion (for fifteen (15) seconds) and then infusion was restarted. At 3:22 am the pump was channeled off capturing a final pvi of 75.326 ml. The bd alaris system with guardrails suite mx user manual (v 12.3.2) states the following warning to electrical shock hazard: do not open case. Refer to biomedical engineering. Always use a grounded, hospital grade three-wire receptacle to prevent electrical shock. Inserting a finger or other object into the inter-unit interface (iui) connector when the module is attached to the pcu could result in electrical shock. Root cause: the reported smoke observed at the outlet is being attributed to an incidental, user-related event. According to the facilitys description, one of the plug prongs made contact with a loose chain hanging from the metal adapter of a flowmeter while the device was being connected to the wall outlet, resulting in a localized thermal event. This unintended contact created a conductive path, leading to localized heating and melting on the hot side of the ac plug and resulting shock as reported by facility. The suspect device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Note that this report lists imdrf annex a1006, g02026, c11, d11 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that on 28 march 2026, a nurse was hooking up a humidity bottle to an o2 regulator in the wall when sparks started flying out of the o2 area and then moved to the outlet beside it. There was visible black coming from top of outlet and the chain for the o2 tree is charred. It was later clarified that there was a loose chain hanging down from the metal adaptor on a flowmeter which was right next to an outlet. As the nurse went to plug in the alaris pump, one of the prongs caught the chain as they plugged it into the wall. That caused the shock, sparks, and singeing of the outlet, wall, chain and plug. The pump was hot to the touch for some time and biomed had tested it the next morning and noted that the pump worked fine. The hospital did not think that there was any problem originating from the pump, but it was retired out of an abundance of caution. During this unfortunate incident, the nurse was shocked but appeared to have no lasting injuries. A copy of the medwatch report from FDA was received, which states" staff member hooking a humidity bottle to a o2 regulator in wall above bed in room (B)(6). Sparks started flying out of area o2 then moved to the outlet beside it. There is visible black coming from top of outlet and the chain for the o2 tree is charred. Employees were shocked during this time. Employee asked to go to ER, refused. Patient moved to another room and blocked the room. Fire department, security, aoc and on-call maintenance notified. Patient code: 2554. Device code: 2595, 1071.reference report mw5186425/mw5186426."

Event description:
It was reported that on (B)(6) 2026, a nurse was hooking up a humidity bottle to an o2 regulator in the wall when sparks started flying out of the o2 area and then moved to the outlet beside it. There was visible black coming from top of outlet and the chain for the o2 tree is charred. It was later clarified that there was a loose chain hanging down from the metal adaptor on a flowmeter which was right next to an outlet. As the nurse went to plug in the alaris pump, one of the prongs caught the chain as they plugged it into the wall. That caused the shock, sparks, and singeing of the outlet, wall, chain and plug. The pump was hot to the touch for some time and biomed had tested it the next morning and noted that the pump worked fine. The hospital did not think that there was any problem originating from the pump, but it was retired out of an abundance of caution. During this unfortunately incident, the nurse was shocked but appeared to have no lasting injuries.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.